Event description:
On february 27, 2023, the customer reported the generation of low sodium (na) patient results and quality control (qc) on their dxc 600 pro clinical chemistry analyzer. The customer repeated the patient samples on the same analyzer and results were higher. The low results were reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided example of patient results.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced multiple hardware parts including the ratio pump, carbon bridge, the sample probe, sample syringe and na electrode to resolve the issue. The fse decontaminated the analyzer, performed calibration and quality control. All results passed and analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Patient information: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).